Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) visited on-site and confirmed that the system did not turn on. Upon troubleshooting, the fse found that the ward's power switch was disconnected, preventing it from turning on. The ward power was reset and booted up normally. With the power outage, it was observed that the workstation was not launching the application correctly. To resolve the issue, the fse reinstalled the operating system and applications. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not turn on. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.